Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided complete pump reset instructions and guided the caller through the process. After performing the reset, the error did not reoccur, and the caller was able to start their sensor session successfully.